Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported, that a ncb pp dist fem plate, r,12 h, l. 278mm was implanted on the right side on (B)(6) 2015.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted a ncb pp dist fem plate, r,15 h, l. 317mm on the right side on (B)(6) 2015. It was reported that the femoral plate broke on (B)(6) 2015 and that a revision surgery was performed on (B)(6) 2015 to remove the plate.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. A trend is identified due to 3 complaints in one month. A trend investigation has been initiated and is ongoing. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. It is reported that the ncb femoral pp plate broke approximately 9 weeks after implantation. The plate was implanted on (B)(6) 2015 and revised on (B)(6) 2015. Plate breakage occurred on (B)(6) 2015. Device analysis the broken ncb pp distal femur plate, 12 holes, was returned for investigation. The plate is fractured through the distal hole, the distal diagonal 3-hole pattern and the most proximal hole of the mis interface. The plate surface exhibits several scratches on both sides on the plate. Additionally, on the plate surface there are some small spots approximately 2 to 4 mm in size, most probably caused by electro-cautery during revision surgery. Some screw holes show minor damages. The fracture surface of the proximal plate fragment shows clear beach lines indicating a fatigue fracture of the plate. The fatigue lines are originating from the central-lateral mis interface hole and propagate diagonally toward the central-medial end of the screw hole. The point of origin of the fracture is polished and there is no material defect visible which could have triggered or favored the fracture. The fracture surface of the distal plate fragment shows large polished areas which make a complete fracture site analysis impossible. The returned plate shows fatigue fracture. There is no evidence or information for possible material defects or production failures. However, there are several factors which may have contributed to the breakage. It is possible that the patient did not follow the post operative protocol. It is possible that the plate was over stressed. Too much weight applied to the leg. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).